Event description:
It was reported by pt that she underwent a hip arthroplasty in 2006. Pt also reports that in 2008, a dark line was noticed on x-rays around the acetabular cup. Pt later developed groin pain and her surgeon has recommended a revision of the cup. Pt has scheduled her revision procedure for 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.